Manufacturer narrative:
The handpiece was returned to olympus for evaluation. The telfon pad was found melted and partially lifted from the grasping section. This type of teflon pad damage can result from continuous activation of the jaw output without tissue between the probe and jaw. The subject device was tested using an esg-400/usg-400 and no problem was found.

Event description:
Olympus was informed that during an unspecified procedure, the thunderbeat handpiece stopped working. There was no patient injury reported. Olympus followed up with the user facility to obtain additional information regarding the report but with no results.